Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. And the customer's allegation was not confirmed. Water tightness was lost; due to a pinhole on the channel tube. In addition to the foreign matter in the nozzle, the following was found: the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. The play of the upward/downward angulation control knob was also out of standard value; due to wear of the angle wire. The adhesive on the bending section cover had a chip, the image had a partially dark area; due to a scratch on the objective lens. The angle wires became stretched. The following device components were scratched: the plastic distal end cover, the scope connector cover, the scope cover, the universal cord, the grip, the switch box, the forceps elevator knob and lever, the right/left knob, the upward/downward angulation control knob, and the control unit. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera gaastrointestinal videoscope had a pinhole in the tip. The device was returned, evaluated, and a foreign matter was discovered where the nozzle of the device was clogged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.